Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient did not notice the symptoms of hypoglycemia and lost consciousness. When the patient regained consciousness, she called emergency medical services. Ems arrived and transported the patient to the hospital. A bg was performed which was 27 mg/dl but the cgm displayed 93 mg/dl. The patient was treated with IV glucose (gluconorm) and admitted to the hospital overnight. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.